Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported the haptic was damaged during lasering at the optic-haptic junction, which ultimately required explantation. The haptics, while ideal for traditional in-the-bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique. The product was manufactured according to specifications, and no product-related deficiency was identified. The reported failure is attributable to off-label handling, not a product malfunction. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed by standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that a CT lucia 602 lens was implanted but was tilted and doctor could not get the lens to lay flat. Yamane technique was used. The lens was removed and replaced with another. There was no patient harm reported.

Manufacturer narrative:
Description of changes: field d9: updated to "yes" field g3: updated "date received by manufacturer" to "04/08/2026". Field g6: updated to "follow-up # 1 and 30-day" field h2: selected "additional information, and device evaluation" field h3: updated to "yes". Checked "evaluation summary attached" box field h6: added "type of investigation" code 10, testing of actual/suspect device. Field h11: added description of changes. Attached the evaluation summary.